Event description:
Customer reported to beckman coulter, inc. (Bec) that all the ion selective electrolytes (ise)s failed calibrations and back to back on the synchron lxi 725 clinical system (lxi 725). The customer reported there was air in the carbon dioxide (co2) acid chamber customer reported that the lxi 725 generated erroneous results on one patient sample. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that the sample was rerun on a cx5 in the laboratory. Customer reported that the results ran on the cx5 were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to load new ise reference reagent, prime and recalibrate. New ise reference reagent and recalibration resolved the issue.